Event description:
Patient admitted to the intensive care unit from outside facility. Purewick first noted to be in place two hours later. Patient intubated around early morning the next day. Primary rn called skin response due to multiple skin issues identified. Patient assessed by wound rn's and they identified: (all identified within 16.5 hours of admission) perianal - dti from purewick; periarea - mucosal pressure injury related to purewick; mons pubis - unstageable pi from purewick.